Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-21467, -21468. The patient received two scs leads and two scs extensions with the same lot number. It was reported that the patient has been experiencing ineffective stimulation since her knee replacement procedure. Diagnostics indicated low and invalid impedances. Reprogramming was unsuccessful as the patient did receive effective coverage initially, however, it became ineffective after a while. Additionally, the patient also reported experiencing shocks at the scs extension site. X-rays did not reveal any anomalies. The patient will consult with the physician regarding surgical intervention.